Event description:
Material# 302832, batch# 4263441. Verbatim: 30ml syringe with markings at a diagonal and there is a chip on the top of the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received

Manufacturer narrative:
Pr 11306290 follow up. It was reported the markings were printed at a diagonal and there is a chip on the top of the syringe. To aid in the investigation, four photos were received for evaluation by our quality team. The photos show a syringe with a skewed scale marking and a syringe with the barrel damaged at the bottom. No other defects or imperfections were observed. These defects could occur if there were jams during the syringe barrel printing and assembly processes. A device history record review was completed for provided material number 302832, lot 4263441. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing and assembly process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.